Manufacturer narrative:
Concomitant product(s): a 5076-58 lead, implanted: (B)(6)2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced a lead warning. A high impedance alert was noted approximately six days after a routine generator exchange. High thresholds and no capture were also noted on the ra lead. Noise was also noted on the lead resulting in a high number of atrial high rate episodes. The lead was reprogrammed to unipolar mode and was no longer able to be used in the bipolar function. The lead remains in use. No patient complications have been reported as a result of this event.